Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited intermittent atrial undersensing, as observed during high ventricular rate (hvr) episodes. No changes or interventions were reported. There were no patient consequences.